Event description:
The manufacturer previously noted a request from the customer for the device software to be upgraded and a general checkup performed. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and service required alarm conditions were observed. The device alarmed to indicate the o2 proportional valve was stuck and for an o2 regulation issue. The device's system board, oxygen blending module and oxygen blending module harness were replaced to address the issues. Additionally, the device alarmed indicating the motor controller shut down and the fio2 sensor railed low. The device's blower, system board and fio2 sensor were replaced to address the issues. These issues would not affect the device's ability to deliver therapy nor the ability to deliver oxygen correctly. The system board, oxygen blending module and inline proximal filter were returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states no investigation was required due to the components being replaced preventatively and contamination being observed in the filter.